Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to bacterial infection. Reportedly, the bacterial infection type was unknown. No adverse patient effects were reported. The rv lead was explanted.